Event description:
It was reported that the patient was experiencing inadequate stimulation due to having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein a non rechargeable ipg was implanted. No further information has been obtained despite good faith efforts.